Event description:
Aortic anatomy was characterized by a very short and very angulated neck. The three piece zenith modular graft was implanted in 2003. A subsequent follow-up examination detected a proximal type I endoleak. In 2004, a main body extension was deployed at the proximal sealing stent of the main body graft, extending the coverage in the aorta closer to the renal arteries. At the conclusion of the procedure, it was observed that the endoleak presence had been resolved. No other complications were observed.